Event description:
It was reported that this right atrial (ra) lead exhibited over-sensing of noisy signals that resulted in an inappropriate atrial tachy response (atr) episode. Additionally, a signal artifact monitor (sam) episode occurred with atrial noisy signals that disabled the minute ventilation (mv) feature. The plan is to have the health care professional (hcp) page a local boston scientific representative to assist in evaluation of the lead. The lead remains in use. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).